Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that day the patient experienced a blood glucose of 500mg/dl, with nausea, associated with an alleged time and date issue. Reportedly, the patient discontinued pump therapy, and was treated by their healthcare provider at an urgent care with water as drink. During troubleshooting with customer technical support, it was revealed the time was set to am instead of pm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.